Event description:
Customer reported one instance of a burnt cassette during dock usage. No adverse event occurred. Dock was returned to the manufacturer. The manufacturer has confirmed that the device malfunctioned based on internal investigation. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
CAPA to ensure heater alignment of the cassette and investigate other actions to prevent melting.